Event description:
During a procedure, the surgeon reported an equipment malfunction when attempting to use the monopolar handpiece. The scrub technician inspected the handpiece's connection to aesculap cable and ensured proper contact/connection. The circulating nurse inspected the cable's connection to conmedaspen bovie machine, ensured proper connection to the unit, asked the surgeon to test it, and received no results. The cable was then unplugged from the machine and re-inserted into another bovie machine. Upon activation of the monopolar cautery, the cable proximal to the machine, sparked and caught fire. The scrub noticed it, immediately pulled the cable from the machine, extinguished the fire, and switched off the unit. No injury noted to the patient or the surgical team.